Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that her blood glucose was 600 mg/dl and she treated with the insulin pump. Troubleshooting was performed. Insulin exited the tubing during a manual prime. No leaks or air bubbles were found. Settings were correct. The high pressure test was performed and passed. The customer was advised to change the entire set, reservoir and insulin to treat. The customer stated that the buttons were difficult to push and she had to use two thumbs to press the buttons. The customer's blood glucose was 471 mg/dl at the time of reporting the issue, and she stated she had delivered a bolus with the insulin pump. Nothing further was reported.